Event description:
A negative antibody screen was reported on the abs2000 on a specimen from a patient with a known anti-k. The customer performed manual tube testing and observed 1+ reactivity with k+ cells.

Manufacturer narrative:
The customer indicated the problem occurred due to improper sample handling by the technician; the sample was inadequately spun down. The customer recentrifuged the sample and repeated testing onthe abs2000; the sample demonstated a positive antibody screen as expected. A service call was performed. The reader was slightly out of alignment, but within specifications. It was adjusted and the instrument performed as expected.